Event description:
Boston scientific crm received information indicating that this implantable cardioverter defibrillator (ICD) displayed undersensing of ventricular fibrillation (vf). The device treated with 4 anti-tachycardia pacing (atp) and then the device ultimately shocked the patient. Additional information indicated that the fourth episode of atp appeared to have delayed shock therapy for 46 seconds. During that time, the patient was non-responsive to his spouse who administered CPR. The local field representative indicated that he has seen the patient who is currently alert and responsive. The local field representative indicated they did not have information regarding the cause of the undersensing. Additional information indicated that this device continues to be undersensing. The patient had numerous episodes of ventricular tachycardia, some of which were accelerated. It finally degraded to ventricular fibrillation (vf) and the device undersensed. It was detected in the vt zone, anti-tachycardia pacing (atp) which did not convert the patient due to redection. The patient received CPR and was resuscitated. Technical services (ts) did indicate that the device appeared to have sensed all signals that were available to be sensed as this appeared to be an agonal rhythm.

Event description:
Additional information from the field representative indicated there was previous information that was incorrect. The field representative indicated there was no ventricular fibrillation (vf) which was undersensed and the patient was always successfully converted. The field representative confirmed that the physician believes the issue was related to the deterioration of the patient's condition and not related to a product malfunction. The patient has since passed away due to organ failure and no allegations against the device have been reported.